Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin delivery.